Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, image review indicates separation between the grafts likely as a result of severe angulation of aneurysmal sac. Based upon the investigation findings, a root cause could not be determined with available information, although requested it was denied by the hospital in absence of patient written consent. Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 36 months post-implant of a bifurcated device and a suprarenal aortic extension the patient presented in the emergency room with back pain. A computed tomography scan identified a disconnect between the suprarenal aortic extension and the bifurcated device with no endoleak. Reportedly, the patient¿s aneurysm grew from 6.5 cm to approximately 7.4 cm since the initial implant. The patient was treated with an infrarenal aortic extension and a limb extension in the right common iliac artery as it appeared to be ectatic. It was reported the patient tolerated the procedure well.